Manufacturer narrative:
Per the clinic, the patient experienced (B)(6). The patient underwent revision surgery (date not reported) to reposition the device and clean the site; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.this report is filed november 29, 2013.

Event description:
Per the clinic, the patient experienced pain and drainage at the incision site. The patient was prescribed oral antibiotics (type and dosage not reported) to treat site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.